Event description:
It was reported that during PICC insertion on (B)(6) 2023, when opening PICC noted that PICC is leaking through rubber stopper at hold the guide wire. No other information was provided. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.